Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was operating in high output mode and the clinician suspected possible loss of capture during an in-clinic visit. The clinician performed manual capture threshold test and made some programming changes to the atrial output settings. The patient was asymptomatic.